Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The device was returned to a third-party service centre. During the evaluation, the technician confirmed no evidence of foam degradation, no particles in the air path and secondary findings was not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and the device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.